Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons are not responsive. Customer does not recall any significant events leading to the error, except that the pump got wet from the rain. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.